Event description:
It was reported that the right ventricular (rv) lead displayed decreased impedance, polarity switch, lack of sensing and increased threshold. The right atrial (ra) lead displayed decreased impedance. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.